Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of missing electrograms (egm) was not confirmed while the reported event of premature battery depletion was confirmed. The lp was returned for analysis. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the battery longevity of the leadless pacemaker (lp) had dropped to 1.5 years and the mode switch electrograms (egm) were missing. Programming changes were performed to maximize battery life. The patient was in stable condition.

Event description:
New information noted the leadless pacemaker was explanted and replaced. The patient was in stable condition.